Event description:
A medtronic rep reported that the stealthstation experienced a crash during an ent case. The case was continued using the system. There was no impact on pt outcome.

Manufacturer narrative:
Pt info not available at time of this report. Software investigation is in progress.